Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was applied. The device investigation observed cannula damage during testing.

Manufacturer narrative:
The pod was received fully deployed. The soft cannula was not visible through the bottom housing needle well. The soft cannula was observed to be torn. The total length of the soft cannula measured 0.555 inches. The timing and cause of this damage is unknown. It could not be determined if the torn cannula contributed to the reported failure to deliver insulin. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.